Event description:
Major side affects post essure - weight gain, irregular periods, heavy bleeding and clotting, stabbing pains in pelvic area, bloating, dizziness, fatigue, no sex drive, headaches, cysts and skin rash, insomnia and many more.